Event description:
In incoming inspection at distribution, it was found that there was a hair in package.

Event description:
In incoming inspection at distribution, it was found that there was a hair in package.

Manufacturer narrative:
Evaluation summary: the reported event of pollution in terms of a hair in the packaging was confirmed. The deviation is related to a manufacturing (packaging) error not detected during inspection.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.